Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental report wil be submitted.

Event description:
Received info regarding a cartridge alarm 9 during basal delivery. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.